Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following laser-assisted portion of the cataract surgery, the lens prolapsed forward, during hydrodissection. According to the surgeon, this caused a small tear in the anterior capsule. The surgeon was able to implant the planned intraocular lens, and the procedure was completed without further incident. No product issue was reported. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. According to the received information, the lens prolapsed forward during hydro dissection, and the capsulotomy was free floating, as expected. Additionally, the surgeon stated that this caused the tear and not the system. Following the laser treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute or cause a capsular tear. The root cause of the reported event can be attributed to surgical technique. (B)(4).